Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the nurse found the intra-aortic balloon pump (iabp) not pumping and vapor in the helium tubing. As a result, another iab was used. There was no report of patient complications, serious injury or death. After the case, the doctor tested the balloon and found the central lumen broken. The engineer confirmed blood back into the iabp.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted damaged within the flex-tip assembly and part of the central lumen separated, which caused blood to enter the helium pathway. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that the nurse found the intra-aortic balloon pump (iabp) not pumping and vapor in the helium tubing. As a result, another iab was used. There was no report of patient complications, serious injury or death. After the case, the doctor tested the balloon and found the central lumen broken. The engineer confirmed blood back into the iabp.